Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with low ventilation. It is unknown if the unit was in use on patient , or if there's any patient harm reported.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 2031642-2016-02947 was submitted. Please see the corresponding reports for evaluation data.